Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The proximal reaming guide and inside shaft cross threaded. The tip of the internal shaft was bent, and created cross threading.

Manufacturer narrative:
The proximal reaming guide and inside shaft cross threaded. The tip of the internal shaft was bent, and created cross threading. Examination of the reported device confirms the report. The device is damaged in several places. The tip of the inner rod is bent and distorted from its original form. There are several circular striations on the tip beginning at the bend. There are heavy chatter marks directly under the turn wheel and above the male threads. The inner (female) threads of the body of the device are damaged as well. The root cause is attributed to heavy use/misuse. There are no other reports found against the product/lot code combination in a search of the complaints databases. Corrective action is not indicated. Monitor via trending (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.